Event description:
Unbearably pain in his knee/ hurt his knees [knee pain], removed 2.5 ounces of fluid from his right knee [joint effusion]. Case narrative: initial information received on 18-mar-2019 from united states regarding an unsolicited valid serious case received from the patient. This case involves adult male patient who experienced unbearably pain in his knee/ hurt his knees and removed 2.5 ounces of fluid from his right knee, while he was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc). (Latency: unknown) the patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient took hylan g-f 20, sodium hyaluronate injection at the unknown dosage at unknown frequency via intra-articular route (lot - unk) as product used for unknown indication. On (B)(6) 2019, patient received last injection and on (B)(6) 2019, patient experienced unbearably pain in his knees and he began to hurt in his knees. It was so bad that he needed a walker and healthcare professional provide tramadol that did not relieve any pain. Later on, he visited the emergency room, as the pain did not improve, and they removed 2.5 ounces of fluid from his right knee. Norco was provided and wrapped his knee. It was also reported that the pain was persisting, and he applied ice and elevated his knees. Final diagnosis was unbearably pain in his knee/ hurt his knees and removed 2.5 ounces of fluid from his right knee. Corrective treatment: tramadol, hydrocodone bitartrate, paracetamol (norco), ice for unbearably pain in his knee/ hurt his knees; not reported for removed 2.5 ounces of fluid from his right knee. Outcome: not recovered for unbearably pain in his knee/ hurt his knees; unknown for removed 2.5 ounces of fluid from his right knee. Seriousness criteria: disability and intervention required for unbearably pain in his knee/ hurt his knees; intervention required for removed 2.5 ounces of fluid from his right knee. A product technical complaint was initiated on 21-mar-2019 for synvisc. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on (B)(6) 2019. Investigation summary received and ptc results added. Text amended accordingly.

Event description:
Prevented any weight on legs [weight bearing difficulty]. Extreme swelling of both knees, legs [swelling of legs]. Unbearably pain in his knee/ hurt his knees [knee pain]. Extreme swelling of both knees/ankles [joint swelling]. Rectal pain [rectal pain]. Cyst and nodules in rectal area [cyst]. Nodules in rectal area [nodule]. Removed 2.5 ounces of fluid from his right knee [joint effusion]. Case narrative: this case is cross referred with case: (B)(4) (multiple device used). Initial information received on 18-mar-2019 from united states regarding an unsolicited valid serious case received from the patient. This case involves adult male patient who experienced unbearably pain in his knee/ hurt his knees and removed 2.5 ounces of fluid from his right knee, extreme swelling of both knees, legs, extreme swelling of both knees/ankles, rectal pain, cyst and nodules in rectal area and nodules in rectal area while he was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc). (Latency: unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient took hylan g-f 20, sodium hyaluronate injection at the unknown dosage at unknown frequency via intra-articular route (lot - unk) as product used for unknown indication. On (B)(6) 2019, patient received last injection and on (B)(6) 2019, patient experienced unbearably pain in his knees and he began to hurt in his knees. On (B)(6) 2019, patient was taken to hospital for the swelling of knees. It was so bad that he needed a walker and healthcare professional provide tramadol that did not relieve any pain. Later on, he visited the emergency room, as the pain did not improve, and they removed 2.5 ounces of fluid from his right knee. Norco was provided and wrapped his knee. It was also reported that the pain was persisting, and he applied ice and elevated his knees. On (B)(6) 2019, he again visited to physician for extreme pain and had to use walker since pain was prevented any weight on legs and extreme swelling of both knees, legs and ankles. On (B)(6) 2019, he again visited to physician for extreme rectal pain and had large cyst and nodules in rectal area. On rectal area cyst broke on and rectal pain was reduced. Final diagnosis was unbearably pain in his knee/ hurt his knees, removed 2.5 ounces of fluid from his right knee, extreme swelling of both knees, legs, extreme swelling of both knees/ankles, rectal pain, cyst and nodules in rectal area and nodules in rectal area. Corrective treatment: tramodol, hydrocodone bitartrate, paracetamol (norco), ice for unbearably pain in his knee/ hurt his knees, walker and anti-inflammatory for extreme swelling of both knees/ankles; not reported for removed 2.5 ounces of fluid from his right knee. Outcome: not recovered for unbearably pain in his knee/ hurt his knees and rectal pain; unknown for rest of the event. Seriousness criteria: disability for unbearably pain in his knee/ hurt his knees, nodules in rectal area, prevented any weight on legs and extreme swelling of both knees/ankles. A product technical complaint was initiated on 21-mar-2019 for synvisc. Batch number: unknown global ptc number: 57797 the product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 21-mar-2019. Investigation summary received and ptc results added. Text amended accordingly. Additional information was received on 17-apr-2019. Additional events of extreme swelling of both knees, legs, extreme swelling of both knees/ankles, rectal pain, cyst and nodules in rectal area and nodules in rectal area were added. Start date and stop date of suspect product was added. Upon internal review, seriousness criteria for the event of 2.5 ounces of fluid was removed as intervention required. Clinical course updated, and text amended accordingly.

Event description:
Prevented any weight on legs [weight bearing difficulty] extreme swelling of both knees, legs [swelling of legs] unbearably pain in his knee/ hurt his knees/considerable pain [knee pain] extreme swelling of both knees/ankles [joint swelling] rectal pain [rectal pain] cyst and nodules in rectal area [cyst] nodules in rectal area [nodule] discomfort [discomfort] could not walk [unable to walk] removed 2.5 ounces of fluid from his right knee [joint effusion] case narrative: this case is cross referred with case: (B)(4). Initial information received on 18-mar-2019 from united states regarding an unsolicited valid serious case received from the patient. This case involves adult male patient who experienced unbearably pain in his knee hurt his knees/considerable pain and removed 2.5 ounces of fluid from his right knee, extreme swelling of both knees, legs, extreme swelling of both knees/ankles, rectal pain, cyst and nodules in rectal area and nodules in rectal area, could not walk and discomfort while he was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc). (Latency: unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient took hylan g-f 20, sodium hyaluronate injection at the unknown dosage at unknown frequency via intra-articular route (lot - unk) as product used for unknown indication. On (B)(6) 2019, patient received last injection and on (B)(6) 2019, patient experienced unbearably pain in his knees and he began to hurt in his knees. On (B)(6) 2019, patient was taken to hospital for the swelling of knees. It was so bad that he needed a walker and healthcare professional provide tramadol that did not relieve any pain. Later on, he visited the emergency room, as the pain did not improve, and they removed 2.5 ounces of fluid from his right knee. Norco was provided and wrapped his knee. It was also reported that the pain was persisting, and he applied ice and elevated his knees. On (B)(6) 2019, he again visited to physician for extreme pain and had to use walker since pain was prevented any weight on legs and extreme swelling of both knees, legs and ankles. On (B)(6) 2019, he again visited to physician for extreme rectal pain and had large cyst and nodules in rectal area. On rectal area cyst broke on and rectal pain was reduced. On an unknown date, after unknown latency, the patient experienced could not walk and discomfort. The patient reported that he had been in considerable pain and discomfort. The patient had several physician visits as well as an emergency room visit via ambulance since he could not walk due to severe pain because of those injections. Final diagnosis was unbearably pain in his knee/ hurt his knees/ considerable pain, removed 2.5 ounces of fluid from his right knee, extreme swelling of both knees, legs, extreme swelling of both knees/ankles, rectal pain, cyst and nodules in rectal area and nodules in rectal area, could not walk and discomfort. Corrective treatment: tramodol, hydrocodone bitartrate, paracetamol (norco), ice for unbearably pain in his knee/ hurt his knees, walker and anti-inflammatory for extreme swelling of both knees/ankles; not reported for removed 2.5 ounces of fluid from his right knee. Outcome: not recovered for unbearably pain in his knee/ hurt his knees and rectal pain; unknown for rest of the event. Seriousness criteria: disability for unbearably pain in his knee/ hurt his knees/considerable pain, nodules in rectal area, prevented any weight on legs and extreme swelling of both knees/ankles. A product technical complaint was initiated on (B)(6) 2019 for synvisc. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 21-mar-2019. Investigation summary received and ptc results added. Text amended accordingly. Additional information was received on 17-apr-2019. Additional events of extreme swelling of both knees, legs, extreme swelling of both knees/ankles, rectal pain, cyst and nodules in rectal area and nodules in rectal area were added. Start date and stop date of suspect product was added. Upon internal review, seriousness criteria for the event of 2.5 ounces of fluid was removed as intervention required. Clinical course updated, and text amended accordingly. Additional information was received on 15-may-2019 from patient. Event added for could not walk and discomfort. Verbatim updated for unbearably pain in his knee/ hurt his knees to unbearably pain in his knee/ hurt his knees/considerable pain. Clinical course was updated. Text amended accordingly.